Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, 60% of the calcification on the surface of the shell. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify one opening sharp on anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one sharp opening on anterior assessed as unidentified (tear) opening.